Manufacturer narrative:
G3 date is 23jan2024.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the air supply volume and water supply volume does not meet the standard value, due to clogging of nozzle; the adhesive around light guide (lg) lens was peeled; the bending angle in up direction does not meet the standard value and the play of upward, downward knob was out of the standard value, due to wear of angle wire; the adhesive on bending section cover (a-rubber) and the adhesive around objective lens had white clouded area; the control unit and air, water had discoloration; there were scratches on the image guide (ig) protector, universal cord, protector of universal cord on control section side, and protector of universal cord on control section side; and the connecting tube was bent. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.